Manufacturer narrative:
The rod was received for visual and functional testing. Visual inspection confirmed that the end cap was unthreaded from the housing tube. X-ray images of the internal components also revealed the end cap disengagement. Functional testing could was not performed as it was not applicable. Fsca investigation was performed and variation in the torque applied to the threaded cap during the assembly process was identified as the root cause of the failure. Per the manufacturing instructions, the threaded cap must be tightened to 40 in-lbs. Although all operators followed the assembly procedure, and the torque wrench indicated 40 in-lbs was applied, the manner of using the torque wrench resulted in variances in applied torque. The manner in which the operator handles the torque wrench may impact the actual torque applied to the end cap, thereby creating a false positive that the specified torque has been applied. If the specified torque is not applied, the effectiveness of the cap tightening process may be compromised.

Manufacturer narrative:
Product has been returned for investigation. Once investigation is complete a supplemental report will be submitted.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2020 as the endcap came loose on the magec-x. No patient injury was reported.